Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the 25th september 2015. The history log for this device showed that the pad-pak was first installed on the 26th november 2015 and that it had performed to specification up to the 21st august 2016. Multiple manual power ups of ten minutes' duration where observed in the device memory, between the 25th august 2016 and the 26th august 2016. During this time information from the technical log records the device entering CPR assist mode. The device was disassembled to investigate. Upon internal inspection corrosion was observed on multiple tracks of the membrane tail. This would indicate that the device had been exposed to moisture. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.